Manufacturer narrative:
Unit received with operating currents within spec. Unit passed displacement test, self test and unexpected alarm error test. Unit alarmed compromised forced sensor during basic occlusion test due to faulty force sensor resistor. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised forced sensor alarms. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported to have received a compromised forced sensor alarm and insulin was squirting out during priming. Their drive support cap was not damaged. The customer¿s blood glucose was 145 mg/dl. The insulin pump will be returning for analysis.